Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) powered off then on by itself. The problem was discovered while in use on patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death. Field service agent (fsa) performed functional checklist; the problem could not be replicated. Fsa checked all electrical connections for looseness, none found. Fsa stated that the charging voltage is in range at 13.53v. To ensure a successful repair, the main power switch was replaced. Iabp ac3 performed to spec.

Event description:
It was reported that the intra-aortic balloon pump (iabp) powered off then on by itself. The problem was discovered while in use on patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death. Field service agent (fsa) performed functional checklist; the problem could not be replicated. Fsa checked all electrical connections for looseness, none found. Fsa stated that the charging voltage is in range at 13.53v. To ensure a successful repair, the main power switch was replaced. Iabp ac3 performed to spec.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "pump powered off then on by itself" is not confirmed; however, a damaged v-lock mechanism on the front side of the power entry module was noted upon return of the device which may cause the power cord cable to become loose. A definite root cause is undetermined; however, a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.